Event description:
It was reported that saf-t-intima w/y adapter bl 22ga x .75in had silicone on the tip of the bevel. The following information was provided by the initial reporter: the catheter came with the silicone covering the tip of the bevel.

Manufacturer narrative:
H6: investigation summary a complaint of the silicone covering the tip of the bevel was received from the customer. Photos were provided to aid in the investigation of this defect. The customer complaint was verified through inspection of the photos. A device history record review was completed by our quality engineer team for provided lot number 9350647. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was not returned a definitive root cause could not be determined.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that saf-t-intima w/y adapter bl 22ga x .75in had silicone on the tip of the bevel. The following information was provided by the initial reporter: the catheter came with the silicone covering the tip of the bevel.